Manufacturer narrative:
The investigation for the positioning issue has been completed. The product was not returned for review. Based on clinical description, the root cause of positioning issue was most likely patient condition as the patient has very large dilated ventricle. D.6b date of explant was added. E.4 should have been left blank on the initial manufacturer device report number 1220648-2024-24483 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Event description:
The complainant reported that the impella cp constantly need to be repositioned despite no patient movement. The impella has been repositioned multiple times per hour. The was no harm to the patient. The patient remains on impella support.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.